Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was not detected on the th6n station, and the user was unable to recover the failed fridge storage. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had not been detected on the station. The field service engineer (fse) replaced the mini switches taken off a new tower latch, adjusted the housing to align with the hasp, and ran the acceptance test. The customer recovered smart remote manager. The system functioned as intended after the field service engineer repaired the device.